Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 20mm synergy¿ drug-eluting stent, the stent was noted to be lifted up after the device was removed from the hoop. The procedure was completed with a non-bsc device. No patient complications were reported.